Event description:
It was reported that the customer experienced intermittent high blood glucose levels. Customer attempted to address bg with a correction bolus. On (B)(6) 2025 customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 506 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was the same day with the issue resolved and no permanent damage. Technical support completed a pump system check and found the pump functioning as intended.